Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error, which was identified during a review of the event history log and is considered confirmed. Evaluation determined the cause to be severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.